Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 54-55 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer drank juice and consumed candy to address bg level. It was also reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy.